Manufacturer narrative:
This report is submitted on june 06, 2024.

Event description:
Per the clinic, the patient experienced skin breakdown over the magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.